Event description:
It was reported that the patient developed methicillin resistant staphylococcus aureus infection at the incision site. Symptoms like pain and flu was noted. The patient underwent an explant procedure and the explanted device components were not returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: (B)(6).